Manufacturer narrative:
Examination of the submitted trochlear component did not reveal any evidence of product failure or product contribution to the reported patient pain and instability. A search of the complaint database did not show any additional reports against the lot code. The investigation did not find any evidence suggesting product error was a contributing factor and the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the investigation will be re-opened

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
The pt was revised because of pain and instability.